Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis event was reported to be due to ¿general hygiene deficiency¿ and ¿medical conditions/treatments¿. The cause of the peritonitis event is being conservatively assessed as unknown as the cause could not be confirmed. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. On an unreported date, the patient¿s non-baxter (pd) catheter was not functioning as intended. The patient underwent surgery to place a hemodialysis catheter. The cause of death was due to hemodialysis (hd) catheter insertion surgery. It was not reported if the patient recovered from peritonitis prior to death. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.